Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the inbound message process went delay due to missing database (db) indexes. A technical support specialist reviewed the external inbound processor service and active directory (ad) logs and identified a concurrent processing error matching knowledge article, med es server messages not processing concurrent error. The bd pyxis external inbound processor service was stopped, and hotfix version 1.8.x was applied before restarting the service. The issue was attributed to a known coding defect (bug 1389080) caused by missing database indexes, resulting in slow processing of high-volume inbound messages and message backlog errors. The customer¿s interface team resent admit discharge transfer (adt) and order messages (approximately 6k adt and 36k orders), which restored patient and order flow to pyxis. The system returned to normal operation, and the customer confirmed resolution with approval to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not crossing over to es system. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.